Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. Us endoscopy received a complaint that the customer initially had difficulty deploying the pill cam. The doctor could not get the pill to deploy into the duodenum and had to pull the device into the stomach to deploy. The patient had to be given additional medication to get the pill to move along the digestive tract. The facility has reported that there was no harm to the patient.

Manufacturer narrative:
The facility has reported that there was no harm to the patient. Review of the lot history record indicates no problems in the manufacturing of this device.